Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative:  added (device codes). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege pain, physical injury, bodily impairment and excessive metal ion levels. Update 25 sep 2018 (B)(4) has been re-opened under (B)(4) due to receipt of pfs and medical records. In addition to what were previously alleged, pfs alleges pseudotumor, infection, metal wear, metallosis, numbness, walking difficulty, and limb asymmetry. After review of medical records, patient was revised to address failed right total hip replacement. Operative findings stated that the patient has an adverse local tissue reaction, a large fluid collection that causes swelling of the right lower extremity, a very abnormal bursa with some moderate necrosis of the tissues in the bursa, and synovitis consistent with an adverse local tissue reaction. There was some abnormal cloudy, greenish film on the posterior surface of the liner which indicates a backside wear. It was noted that there was what looked like a little bit of corrosion at the head and neck junction, and a cloudy, grayish-green film on the trunnion of the neck. After removing the acetabular liner, the surgeon found that there was pseudotumor and fluid tracking anterior to the hip. Doi: (B)(6) 2004; dor: (B)(6) 2012 (right hip). This pc is for the first revision of the right hip. See (B)(4) for the second revision.